Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 0 jules. The cap was not retrieved and no patient injury was reported. The device was returned for evaluation. A device evaluation is pending.